Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011. Inratio: 3.9. Lab: 3.1. Therapeutic range: 2.5 - 3.5.